Event description:
The customer reported the system displayed a collimator potentiometer error message on monitor. No report of patient injury.

Manufacturer narrative:
The ge representative performed an on site investigation. The collimator potentiometer was adjusted. The system was then found to be operating as intended.